Manufacturer narrative:
Since the original report was filed, the investigation into the hematoma has concluded. The product was returned and the introducer sheath was found to be kinked. The kind caused the vascular damage. The failure mode will be monitored and trended.

Manufacturer narrative:
The complainant has not yet returned the impella introducer product for analysis. Upon completion of the investigation, a final report will be filed.

Event description:
A patient was admitted for a high risk coronary angioplasty. The patient had multivessel coronary artery disease of the left main, left anterior descending and circumflex arteries. The team made the choice to place an impella cp for hemodynamic support during the angioplasty. The team observed an access site hematoma at the impella sheath site when completing the interventional case. The team performed contralateral leg balloon angioplasty and a manual compression to the bleeding access site. The access site bleed was closed with these measures and placement of groin closure devices, of angioseal and perclose. When the impella introducer sheath was examined a hole was noted in the middle of the introducer.